Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's ins doesn't work anymore and is turned off. Caller had no further details besides this. Agent reviewed MRI scanning guidelines and suggested patient make follow-up appointment with managing hcp.  Patient called back regarding MRI compatibility. Reviewed information. Patient stated ins never worked for them. Directed patient to follow up with healthcare provider (hcp) regarding next steps. Additional information was received from the patient. They needed mris and they couldn't get them. They wanted help finding a doctor that will remove it because they had spoken with 3 different doctors and they don't seem like they want to. Additional information was received from the patient. When asked about the device not working they reported that this was referring to an issue with symptom control. They stated when the device wasn't working a week after the surgery the healthcare provider (hcp) told them to just keep turning the power up which did not work. When asked about the cause they stated that it was not really known but that a technician at the hcp's told them the device was placed to far away from where it needed to be. When asked about the steps taken to resolve the issue they stated that no hcps did anything for them. Every hcp they saw said it was too dangerous because some of the fins could break off and remain inside of them. They stated that they were also never told they would not be able to have an MRI forever. That was the reason they wanted to have the device out but no one offered any help. Additional information was received from the patient who stated they didn't have an hcp managing their device. The battery had no power and they had been to several doctors and each one told them it was too dangerous to remove. They reiterated that the device never worked properly.

Manufacturer narrative:
B3: event date is not known. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.